Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - however, the foreign material was unable to be further specified. It was presumed that the foreign material may not have been removed due to physical damage on the device, as evidenced by the adhesive on the a-rubber (bending section cover). The suggested phenomena can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual tjf type q180v operation manual 3.3 inspection of the endoscope¿3.8 inspection of the endoscopic system preparation and inspection shows how to detect the events. Instruction manual tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device revealed, the key top of the switch button 1 had a pinhole. The electrical connector was corroded. The connecting tube had a cut. The light guide lens and objective lens was dirty. The left arm was corroded. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope was returned as part of annual inspection. The device was returned and an evaluation revealed, the bending section cover was broken, dirty and had foreign materials. Foreign material found in bending section cover was found to be accumulated residues left over from previous procedures. This report is being submitted to capture the reportable malfunction found during evaluation. There was no complaint from the customer and no patient involvement.